Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. Additional information was received and section b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer and develop mental health issues from not using the device. The patient has also alleged that the filters are black in the device. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code(s) and type of investigation, investigation findings and investigation conclusions to reflect that the manufacturer's investigation is ongoing.

Manufacturer narrative:
The manufacturer previously report this device sn j27531541f13e on MDR 2518422-2021-08605. The MDR 2518422-2022-00800 was incorrectly filed and is a duplicate to MDR 2518422-2021-08605. Please disregard MDR 2518422-2022-00800 and MDR 2518422-2022-00800-1 as it was filed in error.